Event description:
A customer from (B)(6) notified biomérieux discrepant results associated with vitek® ms instrument (reference 410895). The customer reported observing a few streptococci that group with g and other biochemical tests are negative for streptococcus pyogenes while vitek® ms identified it as streptococcus pyogenes (99.9%). In total the customer thinks they have had three (3) separate misidentifications. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted in response to notification from the united kingdom regarding discrepant results associated with vitek® ms instrument (reference (B)(4)). The customer had reported observing a few streptococci of group g via api® test; other biochemical tests (no details provided) are negative for streptococcus pyogenes while vitek® ms identified the organism as streptococcus pyogenes (group a). The customer reported they have had three (3) separate misidentifications. Biomérieux investigation was initiated. However, the customer did not comply with biomérieux's request for test data log files or specimen submittals. Although the most probable identification is group g streptococcus identification given by api method, no further investigation could be performed. Without test data log files or specimen submittals, it is not possible to determine the probable cause of the issue.

Manufacturer narrative:
The requested data was received from the customer on (B)(6) 2018 and the investigation was reopened on (B)(6) 2018. An investigation of the vitek® ms ecal mzml files was performed. Conclusion on the vitek ms system: the system was not operational during the tests (fine tuning indicators acceptance criteria were not good). - the customer's spot preparation was good (the "all peaks number" from the calibrator strain is quite homogeneous) conclusion on the identification: - regarding the information provided in the complaint, the most probable identification is group g streptococcus. There was no information about the species name. To confirm the identification, a molecular method has to be performed (it is considered as the reference method). Suspected cause of the issue: non-optimal fine tuning . Limitation of the vitek ms kb v2.0 clinical, regarding streptococcus identification ( less misidentifications were obtained after reprocess of the customer's data with vitek ms kb v3.0). Note: the instrument history showed that the system was upgraded from vitek ms v2 to v3 on (B)(6) 2017. After investigation, it was found the system is still in v2. The customer was notified to upgrade the system to vitek ms v3 - knowledge base v3.0 (including a new fine tuning), and retest the samples. The customer stated they were not sure they could retest.